Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the ostial circumflex artery (cx) this pt had (3) cypher stents implanted as noted below: cypher 3 x 18 - crushing technique. Restenosis was in the ostial cx (focal)- no treatment provided. Cypher 3 x 33- kissing technique. Restenosis was in the ostial cx (focal)- no treatment provided. Cypher 2.5 x 18- kissing technque. Restenosis was in the ostail cx (focal)- no treatment provided.